Manufacturer narrative:
(B)(6). (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, the patient underwent unilateral neck dissection, oropharyngeal resection and free flat reconstruction. Patient had a post-operative bleed at more than 24hrs post op. Patient was returned to theatre, was found to have an arterial bleed from the facial artery which the surgical team feel was likely to have been ligated with a surgical clip. The product was not resterilised prior to this incident. There was blood loss of more than 500cc.